Event description:
It was reported that a patient called to report concern that something was wrong with her ilet device, and review of the ilet report indicated that she was announcing meals to correct elevated blood glucose rather than for carbohydrate intake, corresponding to an event of high glucose. Symptoms included hyperglycemia. Outcomes included device troubleshooting and user education. Investigation included review of device data and counseling on appropriate use of meal announcements. Investigation of this case revealed no device malfunction and suggested user technique error related to meal announcement practices as the likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause not conclusively determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.